Manufacturer narrative:
The empty sheath packaging was returned and the label top was removed from the packaging. No foreign objects were observed in the packaging pre and post disinfection. There was no other visible damage observed on the packaging. Although the label top was removed from the sheath packaging, this was not a failure of sterility as the customer stated they had opened the packaging. The complaint event was not confirmed. The most probable root cause for this complaint is "supplier manufacture".

Manufacturer narrative:
The outer packaging was returned on (B)(6) 2010 but there was no hair contained in the packaging. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was being prepared for a hydrothermablation (hta) procedure (patient's initials, age or birth date and weight are not known) on (B)(6) 2010. According to the complainant, the kit was opened and was reported to have a hair inside the packaging. No visible damage was noticed to the packaging and the seal of the packaging was not compromised. Another of the same device was used for the procedure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
A hydrothermablation procerva procedure set was being prepared for a hydrothermablation (hta) procedure (patient's initials, age or birth date and weight are not known) on (B)(6), 2010. According to the complainant, the kit was opened and was reported to have a hair inside the packaging. No visible damage was noticed to the packaging and the seal of the packaging was not compromised. Another of the same device was used for the procedure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".